Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the basilic vein stenosis center. A 6.0 x80, 75cm gladiator balloon catheter was advanced for dilation. During second inflation at 10 atmospheres, it was found that the balloon pressure could not be inflated, and the pressure was immediately withdrawn, and the balloon was withdrawn from the body. During the examination, it was found that the balloon was leaking liquid and a tear was noted. The procedure was completed with another of the same device. There were no patient complications as a result of this event.